Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it is unknown if there was damage to the instrument or if the cable was broken in half or intact. It is unknown if the wire was exposed due to insulation damage or thermal damage, or if arcing was observed. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. A visual inspection-external and internal, manual articulation of inputs, and electrical continuity tests/inspections were performed, and the complaint could not be reproduced. An electrical continuity test passed. The instrument was not fully functional. The instrument was found to have a frayed grip cable at the distal end. The probable root cause of cable breakage/frayed, whether partial or full, is attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a damaged conductor wire. The procedure was completed with no reported injury.